Event description:
(B)(4) clinical study. It was reported that angina occurred. In (B)(6) 2010, the subject presented due to stable angina and was referred for cardiac catheterization. Target lesion # 1 was a de novo; bifurcated lesion located in the proximal left anterior descending (lad) artery. The lesion was a long lesion extending to 1st diagonal with 60% stenosis and was 22mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 28 mm promus element stent delivery system, which was overlapped with the previously placed unknown stent. Following post dilatation, residual stenosis was 0%. Additionally, the non target lesion in distal right coronary artery was treated with plain old balloon angioplasty (poba). The next day, subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented symptoms of angina. Coronary angiography without revascularization was performed. The event was considered not recovered or not resolved.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).